Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening on the posterior side assessed as surgical impact opening. (Shell thickness was within specification). Anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. Wrinkling : observed on the device. Additional observation. No penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported left side rupture. Later healthcare professional reported left side rupture and "the left breast implant appears somewhat lobulated". Later, patient reported "removal of both implants due to rupture. Due to rupture it is medically necessary due to silicone leaking into body. The implants are also part of the recall group." Later, healthcare professional reported "no event - MRI confirmed", but later confirmed left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture per MRI. Device remains implanted.

Event description:
Later healthcare professional reported left side rupture and "the left breast implant appears somewhat lobulated". Later, patient reported "removal of both implants due to rupture. Due to rupture it is medically necessary due to silicone leaking into body. The implants are also part of the recall group." Device has been explanted.